Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by diarrhea, abdominal pain, and chills. Five days after the initial receipt of this report, the patient visited the hospital emergency room, had testing performed, was diagnosed with peritonitis, and began treatment for the peritonitis event but was not admitted to the hospital. The cause of the peritonitis was unknown. Beginning on the date of the peritonitis diagnosis, the patient was treated with an unspecified intravenous antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date the same month as diagnosis, the patient began treatment with ceftaz 1 gram intraperitoneally (frequency and duration not reported) and vancomycin 1.5 grams intraperitoneally (frequency and duration not reported) for the peritonitis event. Antibiotic therapy was reported to be ongoing. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient and the caregiver were retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.